Manufacturer narrative:
Results: a visual inspection of the returned product shows the lens has a tear in the optic. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated that, the surgeon had inserted a three piece silicone lens model aq2003v with no problems, however, the surgeon looked at the pt's prk on their chart and noticed the pt needed a toric lens. The surgeon enlarged the incision and removed the lens and put in a toric lens and suture the incision. There was no product issue or complaint with this lens, it was a surgeon's choice to change lenses.